Event description:
Customer stated chemo was infusing on a pump module when the pump alarmed for occlusion. One nurse was responding to the alarm when two add'l nurses entered the room. One of the nurses opened the door on the pump module and noted a "bubble" in the pump segment below the upper fitment. When one of the nurses removed the set from the pump module, the "bubble" ruptured, and sprayed chemo on all three nurses. The nurses were sent to the ed per policy for decontamination (other than a shower, no add'l info provided about what was involved in their decontamination protocol). The bulge occurred while the set was in the pump and infusing cytarabine at 42.6 ml/hr x 9 hours through the pt's PICC line. The set had been in use for 2 days. The pump alarmed for "pt side occlusion" when the bulge was found. There was no report of pt harm and no medical intervention was required. Although requested, no add'l pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.